Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple occlusion alarms occurred. The customer¿s blood glucose (bg) level ranged from 230 mg/dl to over 400 mg/dl. A supply change was performed resolving the occlusion. System check could not be performed as the occlusion occurred in the past.